Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose from (B)(6) 2019 with blood glucose level was 569 mg/dl. The customer was treated with intravenous drip in hospital. Customer does not alleged insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the infusion set¿s cannula was bent. The high pressure test was performed and it was passed. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.